Manufacturer narrative:
Investigation revealed that there was no system malfunction. The purpose of this investigation is to evaluate the risk associated with the identified failure mode of "navigational integrity" for excelsiusgps. Investigation of the case logs showed that the misplacement of implants is due to the patient registration containing a pre-operative merge shift. The pre-operative merge can be more difficult depending on the quality of the pre-operative CT scan, quality of the fluoroscopic images, and patient anatomy. Pre-operative merge shifts can cause navigational integrity issues and lead to the misplacement of implants. The user must verify the pre-operative merge before proceeding with navigation. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding. Review of the pre-operative plan shows that the l5 merge contained a shift that would likely impact the placement of the associated implants for that level. The observed overall risk level is or low, which does match the anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue was traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.